Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7040-90, lot# i0876, manufactured 01/27/14, expires 2018-12; ifuse implant, p/n 7040-90, lot# i0879, manufactured 12/16/13, expires 2018-12; ifuse implant, p/n 7065-90, lot# i0652, manufactured 05/29/13, expires 2018-05.

Event description:
In (B)(6) 2014, the surgeon performed a right left side si joint arthrodesis on the patient placing three ifuse implants. The patient began experiencing new onset radicular pain approximately 36 hours post-op. A CT scan revealed that the third implant may have been impinging on the neuroforamen. Two days later, the surgeon performed a revision surgery where he removed the third implant and replaced it with a shorter implant using the same hole left by the explant. No other implants were adjusted or added. The patient's radicular pain resolved by the following morning.